Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 19-may-2024, it was reported by the patient parent that six infusions set tape not sticking. No further information was available.

Manufacturer narrative:
Device 6 of 6. E1: (B)(6).